Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient scs system was coming out their back and that the patient had an infection and was put on antibiotics. Surgical intervention took place where the pocket site was addressed. The physician cleaned and debrided the wound to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.